Event description:
The physician intended to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located at the distal right coronary artery exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent balloon slipped forward after the stent was deployed. The stent delivery system did not move during the deployment of the stent. Deformation was noted to the balloon and not to the sds catheter. The stent did not migrate. The stent was positioned on the balloon between the marker bands, prior to the stent's deployment. The stent was successfully deployed in the target lesion. No intervention was required nor is any future intervention planned. There was no impact to the surgery. Patient status post procedure is alive with no injury.